Event description:
Follow up information obtained identified the patient's scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) complained of not being able to increase her scs stimulation therapy due to the stimulation making her right eye and right side of the face twitch. The patient also complained of tenderness along the track of the lead. The company representative reprogrammed the patient's scs system with lower settings. The physician was uncertain as to the cause of the issue. Follow up identified the twitching of the eye has not returned since the reprogramming. However, the patient's scs system may be explanted due to the impact on the patient's job as a dance teacher.